Event description:
It was reported that the pt was revised due to dislocation.

Manufacturer narrative:
The devices were in vivo for 10 months. It is not known if the products implanted were zimmer products. No devices or photos were received; therefore condition of the components is unk. No surgical notes or x-rays were provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include: bone quality, height, activity level, type of activity (low impact vs high impact), and relevant medical history. Adherence to rehabilitation protocol is unk. In general, dislocation can be associated with a number of mechanisms, including but not limited to: unsatisfactory placement of the component parts (shell, stem, or liner), leading to impingement of neck/liner, shell/bone, and/or neck/shell; components that were not matched for the pt requirements are used (i.e. Improper offset, femoral head size), which may increase instability of the joint; inadequate soft tissue tension and/or poor functional muscles around the hip that may not be able to provide functional support to the joint; and/or pt behavior. Definitive root cause cannot be determined with the info provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs.